Manufacturer narrative:
(B)(4).

Event description:
Premature battery depletion was suspected. Explant of the device is anticipated.

Event description:
It was reported that the patient expired due to reasons unrelated to the reported device.